Manufacturer narrative:
(B)(4).

Event description:
It was reported that during training, the intra-aortic balloon pump (iabp) had persistent helium loss alarms and repeatedly failed internal leak test. As a result, the iabp was pulled from service. There was no patient involvement.

Event description:
It was reported that during training, the intra-aortic balloon pump (iabp) had persistent helium loss alarms and repeatedly failed internal leak test. As a result, the iabp was pulled from service. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of iabp helium loss alarm is confirmed based on the photo of pump alarm recorder strips submitted with the complaint, however, no part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.